Event description:
During a laraporscopic surgical hysteroscopy procedure, the bovie cord snapped. The surgeon noted sparks and fire at the breaking point of the bovie cord. Another monopolar cord was used. There were no consequences to the pt.